Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient presented to the hospital for device repositioning. It was found that the patient had acquired an infection. The patient was admitted to the hospital and was provided a PICC line with IV antibiotics. The device was explanted and the patient was discharged. The patient was provided oral antibiotics and is currently recovering at home. There are no reports of further complications.